Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06462. It was reported the patient experienced discomfort while scs system stimulation was on and off. An sjm representative met with the patient and system diagnostics presented as normal. However, the patient experienced a mild burning sensation from the right positioned lead. X-rays taken indicated the patient's lead had migrated out of the epidural space. Reprogramming was initially able to provide effective stimulation coverage. Subsequently, the patient's right lead was explanted and replaced on (B)(6) 2015 due to the issue of burning at the lead site. Effective stimulation coverage was reportedly restored postoperative, and the issue has resolved. As it is unknown which lead is the right positioned lead, all possible lots are being reported as explanted.